Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was found with ¿a very sharp plastic protrusion at one side of the vacutainer base, where we anchor the fingers when pushing the tube.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for a protrusion of the molded plastic (flash) on the holder with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer sample, the customer¿s indicated failure mode for a protrusion of the molded plastic (flash) on the holder with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing molding defect issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.